Manufacturer narrative:
No product was returned for investigation. A product issue was not identified.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The patient's daughter complained of discrepant inr results when the patient tested with coaguchek xs meter serial number (B)(4) for 2 different events dated (B)(6) 2018. For each event, the patient used a different strip lot compared to a different laboratory method (stago on (B)(6) 2018 and dade innovin on (B)(6) 2018). For the event on (B)(6) 2018, the patient was also tested on the doctor's professional roche meter with an unspecified serial number which was discrepant when compared to the dade innovin method. The test strip lot number used with the doctor's meter is not known. Test strip lot 27216523 was used for the (B)(6) 2018 event. The patient's test strips used for the (B)(6) 2018 event are not known. This medwatch will cover the patient's unknown test strip lot. Refer to medwatch with patient identifier (B)(6) for information on strip lot 27216523 and medwatch with patient identifier (B)(6) for information on the doctor's unknown strip lot and meter. The patient tested on the meter at 1:30 p.m. With a result of 4.2 inr. Within a few minutes, the patient was tested on the dr's roche professional meter using a different finger with a result of 4.5 inr. At the same time, the result from the dade innovin method was 3.1 inr. The laboratory result was believed to be correct. The patient's therapeutic range is 2 - 3 inr. No adverse event occurred. The patient feels fine. The patient does not have any hct issues. The patient is not on heparin or other direct thrombin inhibitors. The patient does not have anti-phospholipid antibodies. The patient is not taking any new medications, has had no changes in diet, has not been ill recently and is not experiencing bruising. The patient had a nose bleed, but was able to stop the nose bleed on her own and did not require any further treatment. The meter and test strips were requested for investigation.